Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The transmitter was evaluated. An external/exterior visual inspection was performed and passed. Transmitter voltage was performed and passed. Download/pairing test transmitter was performed and passed. A review of the bin file was performed and signal loss was found within the investigation window. The allegation was not confirmed. The receiver was evaluated. An external/exterior visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver download retrieved and attached was performed and passed. A review of the receiver logs was performed and signal loss was found within the investigation window. The allegation was not confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.